Event description:
It was reported that during remote transmission, the patient's pacemaker was in backup mode. The patient presented in clinic for follow-up. It was found that device was not able to be interrogated. There was no magnet response from the pacemaker. It was further noted that pacemaker exhibited failure to capture, resulting in the patient being in bradycardia. It was alleged that the pacemaker had exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate, premature battery depletion, backup mode, and failure to capture were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that an issue with the device header was suspected.